Manufacturer narrative:
B1: added selection as it was omitted from the initial report that was submitted. B5: additional information was added. D4: model number should of been left blank on the initial report that was submitted. E1: added zip code extension as it was omitted from the initial report that was submitted.

Event description:
Additional information was received. There was no test done for hemolysis. There was no repositioning done on the catheter that the field representative can remember. The catheter was explanted at the receiving hospital, and the field representative is not sure of its return status. The patient was transferred to another facility the following day for mitral valve replacement consideration. The patient remained on support at that facility.

Event description:
A 77 year-old female patient with cardiogenic shock implanted with impella cp via the right femoral artery. Later that day, pink urine noticed, however physician declined repositioning the pump. The following morning, hemolysis was noted via dark urine. Pump was repositioned and urine cleared. Patient recovered and impella cp was explanted. After removal of device, thrombus noted in right leg with no further information.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.